Manufacturer narrative:
(B)(4). Patient medications: aspirin, lisinopril, and simvastatin. Additional devices implanted and/or related to this event: pxc141400/(B)(4). (B)(6). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2009, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that during a follow up visit dated (B)(6) 2017, computed tomography images revealed bilateral distal type I endoleaks on both sides involving the previously implanted pxt261418/06671086 and pxc141400/6975163 devices. There is aneurysm sac enlargement (amount is unknown). The physician reintervened on (B)(6) 2017, implanted a plc181200 and a plc161200 device, one on each side, to extend into the external iliac arteries. The endoleaks were resolved and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4).